Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of pseudoaneurysm is listed in the electronic prostyle instructions for use (eifu), as a potential adverse event of use of the device. It should be noted that the electronic prostyle instructions for use (eifu), (warnings section) states: do not use the perclose prostyle smcr system is the puncture site if located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). The physician stated the issue was due to his user error as his femoral puncture was too low and punctured the superficial femoral artery instead of common femoral artery. Based on the reported information, the reported pseudoaneurysm appears to be related to use of the prostyle device in the superficial femoral artery. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was successfully performed on (B)(6) 2021. The pre-close technique was used via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of the two prostyle devices were successfully placed. The sheath was upsized to a 18f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Reportedly, 42 days after the successful procedure was completed the patient presented with a pseudoaneurysm in the right groin. A cutdown to repair the pseudoaneurysm was performed. The physician stated the issue was due to his user error as his femoral puncture was too low and punctured the superficial femoral artery instead of common femoral artery. No additional information was provided.